Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that prior to device implantation, there was a lead warning for out of range impedance. This warning occured due to no lead being inserted into the device prior to implant. The device remains in use. No patient complications have been reported as a result of this event.